Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the clinic, the patient experienced a performance decrement with device use; however, the issue could not be resolved. The implanted device remains insitu. It is unknown whether there are plans to explant the device and reimplant the patient, as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.